Event description:
The physician deployed the trunk-ipsilateral leg component of the gore excluder bifurcated endoprosthesis with 2 mm of the device still left in the sheath. The physician tried to ease the sheath out gently, but in so doing pulled the graft distally about 1.5 cm.the device was not covering the left hypogastric artery. An attempt was made, without success, to balloon the device and raise it proximally. The physician chose to leave the device as is. The pt is doing well.

Manufacturer narrative:
H6: a review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: this medwatch was originally filed under the wrong mfg site number - 2017233-2005-00030. A supplemental has been filed to correct this mistake. This new medwatch 2953161-2006-00054 reflects the correct site number.